Event description:
Related manufacturer reference number: 2017865-2023-13182. It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in syncopal episodes for the patient. During lead revision, it was noted that the noise was suspected to be due to a loose set screw in the header of the pacemaker. The rv lead was capped and replaced on (B)(6) 2023 and the pacemaker was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition and syncopal episodes for the patient. During lead revision, it was noted that the noise was suspected to be due to a loose set screw in the header of the pacemaker. The rv lead was capped and replaced on (B)(6) 2023 and the pacemaker was explanted and replaced. The patient was stable.